Event description:
It was reported that the dosage button contact failure persists for several days and the high-pressure alarm sounds frequently. Per reporter, this event occurred while in patient use, during infusion. There was known patient involvement and no patient harmed reported.

Manufacturer narrative:
(B)(6) . H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The event history log confirmed that there was a record of the high-pressure alarm occurred continuously during pump operation. Functional testing could not confirm the reported issue. The occlusion detection level of the downstream occlusion (dso) sensor was within the standard. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation could not determine the cause of the reported issue. It is possible that the dso sensor is defective, or the cassette product was defective. The dso sensor was replaced as a preventative measure.